Event description:
The customer reported to philips healthcare that the heartstart mrx failed to power up as expected stating that device would fail to power up, but when it did turn on, the device would freeze at startup. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.